Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the device flipped in pocket and was eroding through skin. The device was removed on (B)(6) 2021 and a new device was placed on (B)(6) 2021 . The pocket was moved to the other side. The issue was resolved. No further complications were reported.